Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in the intraoral region #15 it was verified its non osseointegration. A 45 ncm of primary stability was achieved, and immediate load was not performed. Patient had low bone quality (bone type IV) and bone graft was not executed.